Manufacturer narrative:
This complaint is confirmed as the needle component is bent and didn't slide smoothly inside the body component of the device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for the bent needle could be due to unintended forces applied to the device and the potential cause for device interaction could be due to the bent condition of the needle. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: null,part # 319.006, synthes lot # 6334512, supplier lot # n/a, release to warehouse date: 08mar2010, manufactured by: synthes (B)(4). No ncrs were generated during production. A manufacturing record evaluation could not be performed as the lot number could not be determined from the image provided.,review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an unknown procedure, the depth gauge in the distal radius set did not slide and one of the cci staples had disengaged from the introduction handle inside the package. Zeroform was used to help depth gauge slide and a different staple was used. The surgery was delayed for five (5) minutes. The procedure was successfully completed. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).